Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported a therapy concern. The patient stated that with the way they are running their stimulator, they are not sure if the parameters aren¿t working for them, or if they were ¿killing the battery.¿ they added that they don¿t know if they need to be reprogrammed. The patient mentioned that they had programming done once before to have the stimulation get to their spinal cord. They noted that they have tried their different settings but hasn't found settings that have helped to resolve their issue. The patient stated that they weren't sure if the implant was ¿dead.¿ patient services reviewed primary cell battery life span, and the patient confirmed they have not seen elective replacement indicator (eri) or end of service (eos) on their programmer yet. The patient mentioned that they are an emt, and due to their line of work they bend/twist, sometimes do and don¿t have swelling, and sometimes rest and don¿t rest from how often they work, which effects how their therapy works for them. They did not know when the issue started to occur. The patient was redirected to follow-up with their healthcare provider for possible reprogramming. No further complications were reported or anticipated.